Event description:
It was reported that during a lap nephrectomy donor procedure, there were malformed staples on the second firing. The surgeon sutured to complete the procedure. There was blood loss, amount not known; however, blood products were administered. The patient is currently stable.

Manufacturer narrative:
Information anticipated, but unavailable at this time.